Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. There was no moisture damage found on the electronic assembly. The unit was received with severly cracked case on lcd display window and on the reservoir tube. Also, the unit was received with corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 215 mg/dl at the time of incident. She stated there is fluid under the lcd display. She stated the insulin pump was dropped in water. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.